Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to have been fractured. An x-ray revealed the electrode pulled back towards the pulse generator. An inappropriate shock was delivered due to oversensing associated with the lead damage. The shock impedance was noted to be 27 ohms at the time of the delivered shock. This electrode was then explanted and replaced. No additional adverse patient effects were reported.